Event description:
The surgeon placed the shunt as he was doing a carotid aneurysm resection and graft placement on the patient. The aneurysm was fairly large and he wanted to use the shunt due to the length of the procedure. The malfunction was noted during the procedure as the surgeon was sewing in the graft. He was about 40-45 minutes into the case with the shunt in place when common balloon deflated and then had blood come from the common carotid artery. He had 2 clamps around the shunt (one distal and one proximal ends to the balloon) and just clamped the artery and continued on to finish sewing in the graft. The physician completed the surgery shortly afterward, shot a quick angio and closed the patient. The patient is okay.

Manufacturer narrative:
The device history records were reviewed and all manufacturing and quality inspections were completed in accordance to the manufacturing instructions. The hole in the common balloon was found during the evaluation. The root cause of the failure is inconclusive. We believe that it was an isolated incident. Please note that no patient injuries happened.